Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that there was a loss of aspiration. A jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. During the procedure when the device was inside the patient, the device lost aspiration. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis and aspiration test results showed that the device performed as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery. During the procedure when the device was inside the patient, the device lost aspiration. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.